Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. There was no impact to the customer¿s blood glucose. Contact declined to further troubleshoot, and the customer reverted to an alternate method of insulin therapy.